Manufacturer narrative:
Block b3: exact date unknown, event occurred about three weeks ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 18110470.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be return per facility policy.